Event description:
Information from the user facility indicated the nursecall function will not operate.

Manufacturer narrative:
Attempts have been made to resolve and confirm this issue, however no other information has been obtained at this time.